Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a proglide device with an 8f sheath after an acute basal artery occlusion procedure. Reportedly, the device was stuck and required surgical intervention for removal. Hemostasis was achieved via surgery. A delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.